Event description:
The caller reported that a cuff leak was discovered during patient use. At the time of the initial call, the tube was not replaced because the caller was pending a doctors appointment for replacement but indicated that the cuff had to be reinflated daily for continued use. On (B)(6) 2012, the customer called back to inform us that the tube was replaced by the physician and will be returning for analysis.

Manufacturer narrative:
The sample is currently in transit to the manufacturing site for analysis.